Manufacturer narrative:
The tech found the casters were worn. He replaced the four casters to repair the stretcher.

Event description:
While performing a functions check, the tech discovered that although the brakes are holding, all of the casters swivel in place.